Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was diagnostic.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image and was sent in for repair per the olympus corrective action. There were no reports of patient harm.

Manufacturer narrative:
An olympus representative visited the site and replaced the video system. The release 1 user setting was not set to send. Once corrected, the images were sent but the internal buffer was full. After clearing the buffer, no more errors occurred and images were sent. This event is under investigation. A supplemental report will be submitted upon receiving additional information.